Event description:
Patient called to report an adverse event that took place at (B)(6) center on (B)(6) 2026 that involved an MRI machine. Patient stated she had a breast MRI ordered and a breast frame was to be used during the MRI. Patient stated something malfunctioned and pushed her to the top of the MRI tube and her back touched the top of the MRI machine. Patient stated it happened fast and ¿knocked the wind¿ out of her to the point she had trouble breathing. She stated she had excruciating sternum and rib pain from the crushing injury. Patient said she yelled at the technicians to get her out. She said a CT scan after the adverse event showed rib fractures 4-6 on both the left and right side. Patient stated she called the administrator of the imaging center on (B)(6) 2026 and informed them of the incident.